Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. A device history review was performed and no non-conformances were identified related to the reported condition. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was determined that the issue related to the loose knob was a design issue, which has been escalated to a CAPA. The issue related to the sticky trigger was due to maintenance. The assignable root causes were determined to be traced to maintenance, which is improper maintenance and device design. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device had sharp edges and the contacts were damaged. It was further observed that the motor had loose fixation and was worn. It was determined that the bearings were worn, the triggers were sticking, and other components were also found to be damaged. It was further observed that the saw device could not be coupled due to a loose knob; therefore, the test to measure oscillation frequency could not be performed. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky trigger and check oscillation frequency with frequency meter. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.